Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for gastrointestinal/pelvic floor reported they experienced a sudden return of symptoms the night prior. No trou leshooting was performed as the patient did not have their programmer with them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.